Event description:
The customer reported that the system displays double images, some were scrolling across the screen. The c-arm locks up and has blocks across display. There was also lost comm with ffb pcb. Left image display is hour glass shaped. Bad ip pcb and damaged interconnect cable. No pt injury was reported.

Manufacturer narrative:
The service rep let system set overnite turned on. Returned to system next morning. C-arm locked with blocks across display, no response. Debug log showed the workstation comm failed with ffb pcb. Observed lines in saved images and interconnect was kinked at strain relief. Remove and replace ip, ffb pcbs, and interconnect cable. Erased flash and reinstall software. Upload config info, check operation of system by saving and retrieving images and fluoring several minutes. System operates as intended.